Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a open book image. The customer¿s blood glucose was unknown. Troubleshooting was performed for open book image. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Device failed the sleep current test due to moisture damage on the electronic assembly.